Event description:
Device 2 of 2: reference MFR report: 1627487-2011-09029. The pt received his scs system including two leads (with different lot numbers) on (B)(6) 2005. It was reported that the pt had lost stimulation in one lead. The two leads were explanted and successfully replaced on (B)(6) 2011. The facility has retained the product. No product will be returned for review. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.